Event description:
It was reported that there was a pump problem. Two motor stalls and recoveries were confirmed ¿for the past several days¿ according to the healthcare professional (hcp). The pump was explanted and replaced due to the motor stall issue. When the manufacturer¿s representative interrogated the pump there was no attention dialogue box with motor stall, but the manufacturer¿s representative noted that they did not check the pump logs. The reporter was not sure if the patient heard the pump alarming but she did hear it. The pump would be sent to the manufacturer for analysis. The pump was used to infuse fentanyl, clonidine, bupivacaine, and baclofen (compounded). No outcome was reported for this event. Follow up was conducted to obtain additional information that had not been received at the time of this report. If additional information is received a follow up report will be sent.

Event description:
Additional information received reported that at the time of the event the pump was used to infuse 8000mcg/ml fentanyl (2100mcg/day), 10mg/ml bupivacaine (2.6mg/day), 750mcg/ml clonidine (196mcg/day), and 700mcg/ml baclofen (183mcg/day). The patient didn't feel well and their skin felt "crawly." It was unknown how long the pump had been stalled each time. The patient was doing well at the time of this report. The pump had already been returned per the manufacturer's representative.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).